Event description:
A vaxcel ministick peelable sheath set was being used in the placement of a PICC line in 2005. Upon attempting placement, the peelable sheath tore along the perforation for the first two-thirds of the way. The physician was able to use hemostats to complete tearing the sheath and was able to finish the procedure. Please note that this was the same procedure as MDR 6000126-2005-00297.